Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the ins is not charging past 80%. Caller also reported that when they initially connected to ins with mytherapy app, stim was off but it should have been on as the patient didn't turn it off. Caller toggled stim on and ended the session as no adjustments were needed. Caller then connected with the clinician app (and did not turn therapy off at all) and while reviewing the usage report, they noticed that for today, april 30th at 1:24 pm (when they connected with mytherapy app) there were the following line items: 1; on to off; off to on; 1. The usage report contained same behavior with therapy toggling off/on on 4/2 and 4/23 (when patient was presumably out of the office). Caller reviewed recharge session information and provided the following sessions: 4/22 15 minutes, 80%; 4/15 14 minutes; 80-100%; 4/9 14 minu tes; 80-100%; 3/28 51 minutes, 0-100% patient came in with ins at 50% and while on the call, it successfully reached 100%. Caller stated after they were done with the clinician app, they connected with the mytherapy app again and the same thing happened - upon connecting therapy was found to be off and caller had to toggle it back on. Caller stated they didn't check impedances at all nor seeing any power on reset messages. Troubleshooting was not required. The issue was not resolved through troubleshooting. Agent reviewed they would escalate the therapy toggling off/on but were unable to capture any log/reports from patient's handset today and caller didn't have a computer with them. Agent reviewed to have patient document any instances of therapy toggling off/on in the future and meet with caller again and have caller bring computer with them to obtain files. Agent reviewed that ins appears to be charging normally and it has reached 100% several times and it may have just been the session on 4/22 that it may have lost connection and only reached 98%. Tss reviewed to monitor issues going forward and that last portion of ins charging will take the longest.